Event description:
This is 4 of 4 reports linked to mfg report numbers: 3006697299-2022-00021, 3006697299-2022-00022, and 3006697299-2022-00023. A facility reported that the amplitude could not go up during fragmentation. They changed to a new tip and consumables. Cusa excel 36khz tubing set (c3601) device was involved, and surgical delay of 30-40 minutes was reported. There was no adverse patient consequence.

Manufacturer narrative:
The cusa excel 36khz tubing set was not returned for evaluation as per customer, the device was blood contaminated; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Also, as per product general troubleshooting guide, amplitude situations are related to excessive tip/tissue pressure (stalling tip), blocked tip, incorrect flue installed, tip loose due to improper assembly, console not left in run mode for a minimum of tow continuous minutes (36 khz handpiece only), damaged or cracked tip, and damaged handpiece. None of the previously mentioned possible root causes include the manifold tubing; therefore, it is understood that the event is unrelated to the cusa excel 36khz tubing set, catalog c3601. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.